Event description:
It was reported to philips that the system failed to turn on due to mpdu control card damaged by liquid on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu control card and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).